Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited noise. The noise was reproduced during the in-clinic visit and insulation damage was suspected. No intervention was performed. No patient consequences.

Event description:
New information notes that the right ventricle lead was explanted.

Manufacturer narrative:
The reported events of noise and insulation break were not confirmed. As received, a partial lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.